Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. No damage was found on the remaining portion of the blade. A possible cause for the blade breaking is metal to metal contact. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Because a portion of the blade was not returned, this could not be confirmed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the blade was broken off when the nurse wiped the tip of the blade with wet gauze. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.